Event description:
It was reported that a user with a dexcom g7 experienced loss of glucose data transmission to the ilet, with the dexcom app showing a sensor reconnecting message and the ilet displaying three lines with a spinning wheel; after a restart, the sensor appeared connected in the dexcom app but not to the phone, and turning off the phone¿s bluetooth restored ilet readings, consistent with a transient communication issue between the cgm and the ilet. Symptoms included no glucose readings available on the ilet. Outcomes included temporary interruption of automated insulin dosing guidance until communication resumed. Investigation included customer support troubleshooting and education, including instructing the user to toggle phone bluetooth to resolve interference and restore the cgm-to-ilet connection. Investigation of this case revealed a brief sensor communication interruption affecting the ilet interface only, with functionality restored following standard connectivity steps. It was concluded that the event was due to a brief sensor communication issue rather than a device hardware failure, and the system operated as expected after reconnection.